Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative was unable to duplicate the reported intermittent image. When tested with a known good blade and video baton the image produced was clear and stable with good color rendition. The video monitor was certified and returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image was intermittent. The procedure was completed using a second avl video monitor, which was reportedly made available in a couple of minutes. No harm to the patient or user was reported.